Event description:
Philips received a complaint on the v60 ventilator indicating that there was a primary alarm failure. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. An authorized service provider (asp) went to the customer site and confirmed that the primary alarm had failed. The asp replaced the speaker assembly to resolve the issue. Following the part replacement, the asp completed testing and confirmed that the device returned to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).